Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the back of battery of insulin pump was cracked. The customer stated that the reservoir did not locked into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.